Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery rapidly depleted from 50% to 1% and subsequently shut down. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl) and delivered a correction to stabilize bg levels. Customer indicated current pump would continue to be used for diabetes management.